Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "ivc filter was accidentally deployed at level t12, which is the svc. This is too high. Due to this occurrence, the filter was attempted to be retrieved with failure. Filter then migrated to the left atrium and the patient needed to be transferred for open heart surgery for removal. The patient is recovering at this time." Patient outcome: unknown as information was not provided,

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt (B)(4). Summary of investigational findings: investigation is based on event description only. Since no imaging was provided, it would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us concerning filter being placed too high and "due to this occurrence, the filter was attempted to be retrieved with failure. Filter then migrated to the left atrium and the patient needed to be transferred for open heart surgery for removal. The patient is recovering at this time." No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: ivc filter was accidentally deployed at level t12, which is the svc. This is too high. Due to this occurrence, the filter was attempted to be retrieved with failure. Filter then migrated to the left atrium and the patient needed to be transferred for open heart surgery for removal. The patient is recovering at this time. Patient outcome: unknown as information was not provided,